Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The malfunction initially reported is not confirmed. Error code b30 is being displayed instead of the error code e117 along with a complete loss of the image function, which was caused by moisture ingress. Moisture ingress was found inside the connector. Corrosion was detected on the print circuit board and on the cable connection. The distal end cover was chipped. The adhesive of the bending section cover was separated. The connecting tube had wrinkles. Universal cord had buckling. There was scratched mark on the switch box unit. The switch button rubber had a pinhole. Angulations are out of specifications. Biopsy channel had wear and tear. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited e117 (life of optical module) error. The device was returned and an evaluation at the repair center revealed clogging of the air/water channel with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.